Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned meter was tested with the two returned strips and one retention strip using liquid qc of a high level. Testing results: returned strips. Qc 1: 3.3 inr, qc 2: 3.3 inr . Retention strip. Qc 3: 3.3 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using stago neoplastin reagent. At 1:40 pm, the result from the meter was 6.3 inr. Before 5 pm, the laboratory result was 3.4 or 3.2 inr. On (B)(6) 2019 at 8:58 am, the meter result was 5.2 inr. At 10 am, the laboratory result was 3.6 inr. There was no allegation of an adverse event. The customer was not anemic, had no antiphospholipid antibodies, no heparin therapy, no direct thrombin inhibitors, and no symptoms of bleeding or bruising. The customer has been taking tylenol and aleve for headaches. This was not related to the use of the device. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.